Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes using original charging supplies, pump began charging successfully, and no further assistance was required.